Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the leg on (B)(6) 2017. It was reported that the cgm alerted the patient and was reading 57 mg/dl so the patient went to the school nurse and was given a 15 gram juice box. Fifteen minutes later, the patient was given 6 starburst candies and then another 6 starburst candies fifteen minutes after that. The patient's mother, who works at the school, came into the nurse's office after the 3rd treatment of candies was done and did a finger stick that read 185 mg/dl. At the time of contact, the patient was doing fine and did not have other issues or complications. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies was confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the leg. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.